Event description:
It was reported that the remote monitoring transmission showed the right atrial (ra) lead had possible undersensing. The patient was going to be checked at the clinic for reprogramming. The ra lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator 2007 (B)(6). (B)(4).